Event description:
Healthcare professional reported patient experienced a possible vascular occlusion after they were injected in the cheeks with juvéderm® voluma¿ xc and lower face with juvéderm® vollure¿ xc. It was noted event was more in the cheeks. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00605 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.